Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The leak rate was undetermined. The breathing system was cleaned and reassembled to resolve the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/21/2017 phone call, 12/22/2017 phone call, 12/27/2017 phone call. Unique device identifier: (B)(4).

Event description:
The hospital reported a leak in the system. There was no report of patient injury.